Event description:
Pt was hospitalized for hyperglycemia three times. The events occurred as follows: november 2002, january 2003, and march 2003. Pt believes the hyperglycemia was a direct result of the device stopping insulin delivery without warning.